Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported through the patient outcome that the patient passed away. The cause of death was not provided. The pump operated as expected.

Manufacturer narrative:
Section a2: patient age at the time of the event is unknown. Section e3: corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the patient¿s outcome could not be conclusively established through this evaluation. It was reported that no additional information will be provided by the customer. The pump will not be explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. B is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of heartmate ii lvas, including death. No further information was provided. The manufacturer is closing the file on this event.